Event description:
It was reported that the patient had a non-device related spine surgery that resulted in infection. The patient underwent an explant procedure as precaution and was placed on antibiotics. The patient was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7085106/7084551.